Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) discussed troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated high out-of-range shock impedances continued to be observed. In addition, the pacing impedances intermittently increased from 700 ohms to 1275 ohms. There was no noise observed. Boston scientific technical services (ts) recommended performed isometrics/pocket manipulations, and reprogramming the out-of-range upper limit shock impedance alert. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.